Event description:
It was reported that during testing conducted at the manufacturer facility the micro reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was noted during failure analysis that the motor cartridge is corroded.

Event description:
It was reported that during testing conducted at the manufacturer facility the micro reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.